Event description:
Approximately 7 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
Block b5: corrected approximate months from 8 months to 7 months.

Manufacturer narrative:
Adverse event, outcomes to adverse event: the patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6) / study name: (B)(6), patient ID # (B)(6). PMA/510k #: PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, four stellarex catheters were used to treat the target lesion of the right proximal, mid, and distal sfa and popliteal p1 and p2. Approximately 8 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician indicated this is possibly related to the procedure, but unlikely related to the study device.